Event description:
Reporter alleged blood glucose measured 441 mg/dl back to back with a result of 196 mg/dl performed within 5 minutes of each other. Reporter stated having no symptoms of lifestyle changes. It was reported customer changed to a different set of test strips and the readings were "good". No actions were taken and no treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.